Event description:
Female had right tmj inc. Custom tjr device implanted. Approximately 1 year ago at another institution. Pt complained of pain and swelling in the right preauricular area since that time. Imaging revealed osteolysis around both ramus and fossa components. At surgery, all fixation screws were loose and there was fibrotic tissue found under both ramus and fossa components indicating micromotion.